Manufacturer narrative:
On (B)(6) 2020, mentor received clarification about the identity of the suspect medical device. It was initially reported that the lot number of the suspect medical device is 6569018. The initial reporter contacted mentor and stated that the device received by mentor on (B)(6) 2019 with lot number 6535583 is the correct device for this complaint. On 02-oct-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. A tear (a) was also observed within the crease/fold, measuring approximately 0.1 cm. Additionally, a tear (b) was noted in the anterior view, measuring approximately 0.6 cm and an area of missing material measuring approximately 0.7 cm x 1.0 cm was found on the posterior view. Microscopic examination was performed in the edges of the rupture b and the missing material area and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. On the other hand, for the tear a, the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A second product was received. No adverse events were reported for this contralateral device. Therefore, no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/06/2019, mentor received additional information about the event. It was initially reported that the explantation date is (B)(6) 2019. New information states that the explantation date is (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was submitted to the FDA in the initial report that mentor received the suspect medical device for this event (catalog #3501655, lot #6569018). However, the device received by mentor for this event (catalog #3501655; lot #6535583) does not match what was reported to mentor. Multiple attempts have been made to obtain clarification for the wrong product received; however,no further information has been made available. In addition, a search of reported complaints with the same lot # and account was done, however there is no complaint that matches the wrong product received. Since the product has not been returned, it has been concluded that deflation is a known complication associated with these devices as stated in the IFU. As a result, we are closing this investigation. If wrong product clarification is received at a later date, within the lab product retention period, mentor will perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was observed by a physician. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 425cc saline breast prostheses on (B)(6) 2019.